Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was implanted in 2022. In (B)(6) 2024 the left cylinder failed and in (B)(6) 2024, a surgical procedure was performed to replace both cylinders, and the pump for a tenacio. The patient confirmed the pump felt sticky approximately 10 percent of uses.